Event description:
Customer reports back to back testing on the aviva system with results of 800 mg/dl and 226 mg/dl. No quality controls were run. No adverse event reported. Customer threw strips away; a replacement was sent.